Manufacturer narrative:
(B)(6).

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a pelvic floor reconstruction with apical repair procedure performed on (B)(6) 2015. According to the complainant, the patient experienced coccydynia on (B)(6) 2015 and was treated with physical therapy but the event has not yet resolved. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted. Additional information received on march 30, 2016. The event of coccydynia resolved on (B)(6) 2016.

Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a pelvic floor reconstruction with apical repair procedure performed on (B)(6) 2015. According to the complainant, the patient experienced coccydynia on (B)(6) 2015 and was treated with physical therapy but the event has not yet resolved. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.